Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 47 mg/dl. Reportedly, customer was exercising a lot and may have delivered too much of a food bolus. Customer addressed bg with juice and yogurt.